Event description:
It was reported that the patient experienced uncontrolled pain and was sent to the emergency room (ER). The physician believed that the pain was related to the implant procedure. The patient was put on steroids and was subsequently admitted to the hospital. The patient was later discharged from the hospital.